Event description:
Patient is not interested in replacement as there has been no change in seizure activity while vns is disabled. No additional relevant information has been received.

Event description:
It was reported that the patient went to the hospital due to increased seizures. When the vns was interrogated, low output current and high impedance was seen. It was noted that the ems had performed chest compressions, and it's thought that this may have contributed to the high impedance. The patient was sent for x-rays and will likely be referred for lead revision. X-rays have not been reviewed by the manufacturer to date. No known relevant surgical intervention has occurred to date.